Event description:
Patient on a maquet critical care ab ventilator. Immediately, the ventilator would not give breaths. The patient was immediately disconnected from the ventilator off the patient and bagged. A new ventilator was brought in and placed on the patient.